Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.4cm from the iab tip.the inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4). Record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. There was no reported injury to the patient.